Event description:
It was reported that the patient presented to the emergency department after receiving a shock from this subcutaneous implantable cardioverter defibrillator (s-ICD). Interrogation of the device with a programmer noted the shock was inappropriate due to t-wave oversensing during atrial fibrillation (af) with aberrancy. The t-wave oversensing was noted to occur when the patient went into a bundle branch block. A health care professional (hcp) reported that the device previously delivered an inappropriate shock 14 months ago for t-wave oversensing during aberrant af. The hcp noted that an exercise stress test (est) was performed following the previous delivered shock 14 months ago. Upon completion of est, the sensing vector and ventricular fibrillation (vf) zones were reprogrammed, and monitoring had been continued with no further episodes until recently. The patient was noted to still be in af. Device therapy was programmed off and the patient was admitted to the hospital for overnight evaluation. The hcp inquired about any potential programming options to get around the t-wave oversensing. Technical services (ts) discussed finding out what may have changed recently and discussed the potential of medication compliance. It was reported that during est aberrancy was observed during recovery, not at peak exercise. Ts discussed that programming changes may not be a likely solution for this patient and discussed finding out what the patient was doing at the time of the inappropriate shock. A company representative spoke with the patient in the hospital the following day. The patient is compliant with existing medications and indicated they were gardening at the time of the recent inappropriate shock. Ts discussed the potential of heat or dehydration as a contributing factor, which, could not be excluded. Adjustments were made to the patient's medications, device therapy was programmed back on, and no further changes were made to the sensing vector and the patient was discharged. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the patient presented to the emergency department after receiving a shock from this subcutaneous implantable cardioverter defibrillator (s-ICD). Interrogation of the device with a programmer noted the shock was inappropriate due to t-wave oversensing during atrial fibrillation (af) with aberrancy. The t-wave oversensing was noted to occur when the patient went into a bundle branch block. A health care professional (hcp) reported that the device previously delivered an inappropriate shock 14 months ago for t-wave oversensing during aberrant af. The hcp noted that an exercise stress test (est) was performed following the previous delivered shock 14 months ago. Upon completion of est, the sensing vector and ventricular fibrillation (vf) zones were reprogrammed, and monitoring had been continued with no further episodes until recently. The patient was noted to still be in af. Device therapy was programmed off and the patient was admitted to the hospital for overnight evaluation. The hcp inquired about any potential programming options to get around the t-wave oversensing. Technical services (ts) discussed finding out what may have changed recently and discussed the potential of medication compliance. It was reported that during est aberrancy was observed during recovery, not at peak exercise. Ts discussed that programming changes may not be a likely solution for this patient and discussed finding out what the patient was doing at the time of the inappropriate shock. A company representative spoke with the patient in the hospital the following day. The patient is compliant with existing medications and indicated they were gardening at the time of the recent inappropriate shock. Ts discussed the potential of heat or dehydration as a contributing factor, which, could not be excluded. Adjustments were made to the patient's medications, device therapy was programmed back on, and no further changes were made to the sensing vector and the patient was discharged. No additional adverse patient effects were reported. This device remains in service. It was reported that programming changes were made and things were noted to have been going well following the est and programming changes. The patient was then noted to have a recent increase in af burden and an additional inappropriate shock was delivered. Ts discussed medical management of the patient condition or device deactivation until the af is controlled. No further assistance was requested. No adverse patient effects were reported. This device remains in service.